Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and evaluated. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the reported failure. There appears to be a slight bend towards the middle of the shaft. Therefore, this complaint can be confirmed. The information provided is not sufficient to determine a definitive root cause. However, it is possible that excessive force could have been applied to the device during the case, hence causing deformation to the shaft. Furthermore, a manufacturing record evaluation was performed for the finished device [1511001] number, and no non-conformance were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that the tip of the healix transtend awl/tap is bent. Another device was used to complete the procedure. No patient consequences or surgical delay reported.